Event description:
During a megan bypass procedure, the blade tip broken off the instrument, fell into pt, and it was retrieved. Another instrument was used to complete the case. No further information is available.